Event description:
(B)(4). Right could coil migrated out of the pelvis area after I had the confirmations hsg test confirming both tubes blocked 100% in 2011. The coil was located in my abdomen. Waiting to find a surgeon to do the surgery to remove it. Other coil and tube removed on (B)(6) 2016. Other symptoms are : extreme constant pelvic pain, constant lower back pain, fatigue, excessive weight gain (B)(6), itching, joint pain, painful sex.